Event description:
Int'l. ((B)(6)) complaint received reporting leakage issues with use of d1000 tego connectors. Distributor reports ".. Blood leak when opening the clamp on the arterial branch of the catheter.". The tego was removed and replaced with no further issues encountered. The tego connectors were pre-tested and placed on (B)(6); were in use for multiple dialysis sessions with no issues encountered prior to the event. There were no reported pt injuries, adverse outcomes.

Manufacturer narrative:
Device return: one (1) used d1000 tego. The involved mating/access devices were not returned. Visual inspection & analysis (pre/post decontamination) of the returned tego recorded there was evidence of residual blood between the silicone sheath and body components. Engineering testing and analysis: the tego connector was air leak tested per the applicable product specifications. The results recorded leakage. The tego connector was then disassembled and the inner components evaluated. The engineers report documents internal component damages including puncture marks in the sidewall of the one piece seal between the slit and the seal to the body post. This type of puncture and location is typical of access with a sharp instrument such as a needle. Lot build review. A review of the mfg lot build database for the reported lot# 2885953 (mfg 06/2014 showed (B)(4) were mfg. Test inspected and released. There were no exception documents generated during the lot build. Findings: the engineering analysis of the returned used tego connector did not replicate a leakage issue due to internal component damages/puncture marks. The cause of the component damage is attributable to incorrect usage, where access with a sharp instrument such as a needle occurred. The tego directions for use (dfu) contraindicates use of needles.